Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the ccd module fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the insertion flexible tube kink, the remote control buttons cracked, the segment corroded, the control body corroded, the lg cable connector corroded, the shield cover corroded, the insertion flexible tube (ift) crushed, and the remote control buttons leak; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).